Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: hi (greater then 600 mg/dl), 162 mg/dl, and 93 mg/dl, 409 mg/dl and 147 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the clevis of the device became bent. The procedure was completed with this device and five biopsy samples were obtained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.